Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred and that the user had unspecified issues with the pump. Reportedly, due to the user's hearing, the user is having difficulty with hearing beeps from the pump. There was no reported impact to the user's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.